Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
--

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded increased right atrial impedances from 500 to 1500 ohms. It was noted that there was no noise on the atrial channel. Technical services (ts) suggested manipulation and isometrics and watch for noise. Ts noted if noise was not apparent, then continue to monitor the patient. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that an episode was questioned in which an atrial sense marker on the surface electrocardiogram (ECG) was not aligned with the atrial sense marker on the atrial channel. Also, atrial paced events appeared to line up with the ventricular paced events on the surface ECG. It was noted that the patient was not symptomatic. Ts advised the need to use another ECG channel and also advised obtaining a chest x-ray to rule out an atrial lead dislodgement. Atrial impedances were noted to be 1,200-1,600 ohms.